Event description:
It was reported the patient experienced a shocking and jolting sensation and a loss of therapeutic effect. It was noted the healthcare professional met with the patient recently and would be meeting with them on friday. It was further noted the patient complained of shock like sensation on their right side when their head was turned all of the way to the side either direction or down. It was noted the patient felt their symptoms were not well controlled. The reporter stated that impedances in several positions were measured including when the patient was having significant discomfort due to the shock like sensations. The reporter further stated that impedances read normal and they did not see anything obvious. It was noted that an x-ray did not show any breaks. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).